Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump had scratches on screen that gets in a way of viewing it. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had diminished battery life, rejected new batteries and had unexplained no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with severe scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or failed battery test were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or missing segments noted. (B)(4).